Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All reasonable possible contacts have been contacted and no further additional information has been made available and the device has not been returned.

Event description:
It was reported that the patient expired shortly after implant of the implantable cardiac defibrillator. The reporter said the patient had "pneumonia" and that the "machine kept zapping him." Attempts to get further information were not successful and no further information has been made available.